Manufacturer narrative:
The reported event of lead fracture was not confirmed, while the reported event of noise was confirmed. As received, a complete lead was returned in one piece measuring 52.2 cm. X-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at 11.8 to 12.0 cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event of noise.

Event description:
It was reported that the patient presented to clinic. Interrogation of the device revealed noise on the right ventricular lead, which was oversensed and inhibited pacing. The patient had complete heart block and was pacemaker dependent. The lead was explanted and replaced, and upon inspection of the right ventricular lead, a visible fracture was noted. The patient was in stable condition throughout.